Event description:
When setting up an arterial line, luer lock device came apart from the tubing. The line was not connected to the pt. This event occurred in the neurosurgery intensive care unit on 6/17/96. On 6/18/96 in the medicine intensive care unit, the pt had this product connected to his arterial line. The nurse noticed that blood was coming from the tubing. Further examination by the nurse, revealed that the luer lock device had come apart from the tubing. The nurse clamped the line and ceased the bleeding. The pt lost approx 50-100 cc of blood. No pt injury occurred, however, the pt's blood loss could have potentially been more if the nurse had not intervened. Both devices came from the same lot number.